Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the reason for the call was that the patient stated their implant battery had been dead for a while. When asked if that was due to normal battery depletion, they stated yes. They then stated that actually, they had an incident a few years ago (maybe five years ago), where they were in a pool and the implant got hit on the side, and they thought it may have disconnected from the lead. They had plans to possibly replace it with the new ins model. They inquired about the new model. No further action was taken by the manufacturer help line. There were no patient symptoms or further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was when patient services asked the patient if the reason for their previous interstim system being replaced was due to normal battery depletion the patient stated "well, yes," and that they'd gotten a good "10-12 years out of it," but that also, they "dislodged it." The patient clarified that "maybe 4 years ago, approximately, give or take a year," the patient had been floating in a lazy river, letting it take them around and they slammed up against the cement side of it. The patient stated it really hurt them and the person who did the interstim in colorado said "you disconnected it." The patient stated there was a knowledgeable manufacturer representative (rep) during the pandemic who had wanted the patient to get another implant and the patient stated "why would I do that if my symptoms aren't interfering with my life?" The patient stated they went to their current managing health care provider (hcp) at the university of colorado and had their new system implanted on (B)(6) 2022. Please note, the patient discovered during the phone call that patient services is required to report adverse events to the FDA and they were very upset that notes were being taken and that the call had been recorded. They asked what patient services had written and requested that patient services delete their notes and that they did not want their information collected. Patient services explained why this was necessary however the patient was escalated and mentioned they thought it was more of a legal thing. Patient services did not collect any further information from the patient as a result of this. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.